Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had variable and low impedance, resulting in a polarity switch. It was also suspected that there was a fracture in the ra lead near the device. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.